Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented for a routine follow-up, externalized conductors were observed under fluoroscopy. No electrical anomalies were detected. Lead replacement is scheduled.

Event description:
New information received notes that during the lead extraction, the patient's svc tore and the patient could not be revived. The patient passed away as a result of the injury.

Manufacturer narrative:
Please retract this report 2938836-2018-00098-01. Upon review, the rv lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. The patient did not expire, and is still alive.